Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported the infusion device delivers too little insulin and he has experienced elevated blood glucose of up to 400 mg/dl as a result. Late in the evening on (B)(6) 2011, he corrected his blood glucose with the infusion device. On (B)(6) 2011 at 1:00am, his blood glucose measured 216 mg/dl and later elevated to 350 mg/dl. He bolused through the infusion device and changed the infusion set. He went to work and later visited his physician and his blood glucose measured 400 mg/dl. He was admitted to the hospital overnight. The following morning, (B)(6) 2011, his blood glucose remained elevated and he switched to another infusion device using the same insulin cartridge and his blood glucose returned to normal. No further info is available. The infusion device was replaced and requested to be returned for eval.